Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.

Event description:
The customer reported that no image was displayed on the system. No patient injury was reported.